Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii/IV contracture.

Event description:
Patient reported right side ¿feeling of bubbles, gave way, relief, feel ¿air bubbles¿. Physician later reported capsular contracture grade iii and IV contracture. Physician later reported increase in the number of radial folds of the right envelope and thickening of the fibrous capsule. Simple-looking cyst in the right breast. Capsular contracture. Device remains implanted.